Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber would not fire. There was a physical break in the fiber approximately 24 inches from the proximal end of the fiber and the light was being emitted at the break site. A second fiber was opened and the procedure was successfully completed. After the procedure, when the patient was in post anesthesia care unit (pacu), it was noted that there was a white area on the patients thigh, consistent with a thermal burn mark. The physician suspects it came from the laser. The pacu staff provided treatment for the burn. The patient was not admitted to the hospital.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber would not fire. There was a physical break in the fiber approximately 24 inches from the proximal end of the fiber and the light was being emitted at the break site. A second fiber was opened and the procedure was successfully completed. After the procedure, when the patient was in post anesthesia care unit (pacu), it was noted that there was a white area on the patients thigh, consistent with a thermal burn mark. The physician suspects it came from the laser. The pacu staff provided bacitracin topical treatment for the burn. The patient was not admitted to the hospital.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob confirming the reported clinical observation. It is probable that manipulation during insertion of the fiber into the scope contributed to the break. According to the instructions for use (IFU), bending the fiber in sharp angles and pressing the fiber into the tissue may result in fiber damage. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber damage and reported event.